Manufacturer narrative:
(B)(4). Batch number: r5785w. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45g cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what were the indications for surgery? Ptx= pneumothorax recidive. Was the 1st firing of device successful? Yes. What anatomical structure was device on when issue occurred? Was the device difficult to fire? Were there any tissue/patient factors that would have attributed to jaw being difficult to close? Was the observed shifting of jaws proximal to distal or left to right? What was the reason for the convert to open? Please describe the staple form. Are photos or video available? What is the current patient status?

Event description:
It was reported that during vats procedure (recidiv ptx) the first reload was correctly fired, when the 2. Reload was used, the stapler in articulating mode was closed but it was difficult. When the jaws were closed, the surgeon waited 20 sec and then fired it. After firing he recognised that the upper and the below part of the jaws were not properly closed, they shifted a bit. Due to this improper closing the clips were not formed perfectly and the line opened, additionally the blade also cut not in line. The procedure was converted into open surgery.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what anatomical structure was device on when issue occurred? Resection was done on the upper right part of the lung. Was the device difficult to fire? To fire the second cartridge was a bit more difficult but manageable. Were there any tissue/patient factors that would have attributed to jaw being difficult to close? Nothing special, to put the jaw on lung tissue is always difficult as the jaw is quite narrow. Was the observed shifting of jaws proximal to distal or left to right? The shifting was not recognized during the process only when the device was fired. The proximal clips almost formed the required b-shape (almost fully closed), moving to distal less closed. It was seen in the cartridge that knife is partially in it. What was the reason for the convert to open? As the closing with the device was not fully done the lung tissue opened and it could be closed and finished only other device from thoracotomy. Please describe the staple form. Staples formed s shape instead of normal square shape, more on the distal end. The staples close to the distal end were not closed at all to fix the tissue. Are photos or video available? No picture is available. What is the current patient status? The patient condition currently as required taking in consideration that the patient had auxilliary thoracotomy instead of vats.